Manufacturer narrative:
Device evaluation: a vyaire field service representative(fsr) evaluated the device onsite and replaced the uim (user interface module) on a newer avea vent ran through touchscreen calibrations three times and everything was fine.found no problem with the new uim. At the moment, vent is working within the manufacturer's specifications. Est (extended systems test) passed multiple times with no problems, and all alarms and button checks were successful.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported dead pixel on uim of avea ii, cmprh, bsc lng, lo v, diss k. There was no patient involved in this reported event.